Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade ii". The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported via the national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "capsular contracture baker grade ii, wrinkling/rippling". This record is for the right side. Device was explanted.